Event description:
Patient tested on suspect device with an inr result of 7.0. Lab draw performed and the lab result was 4.7 inr. Controls were in range. Patient is new to coumadin therapy and is having difficulty being regulated. The site declined to have the device replaced.